Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a slit in a bd insulin syringe with the bd ultra-fine¿ needle that caused medication leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6116686 a review of the device history record was completed for batch# 6116686. All inspections were performed per the applicable operations qc specifications. There were two notifications (B)(4) were initiated for unrelated incidents as compared to this complaint. Two investigations were carried out. (B)(4) investigation summary: customer returned loose 1cc, 8mm syringe. Customer states that the barrel has a slit in it causing the insulin to leak through. The returned syringe was examined and exhibited a crack in the barrel around the 10 unit marking. This could lead to leakage if medication had been drawn into the syringe. (B)(4) investigation summary. Bd received one loose 1ml, 8mm syringe from reported batch # 6116686. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by(B)(4), similar findings to those documented during initial investigation performed at bd (B)(4). Probable root cause appears to be a jaw jam on the form fill & seal (ff&s). When this occurs, any portion of a syringe may become damaged during the jam; the damage ranges in severity and is localized to the portion of the syringe that was involved in the jam. The damaged syringe may still be found in packaged product by the end user. Generally, damage from these types of events renders the device unusable by the consumer. Based on the samples received, for the investigation bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.